Event description:
It was reported that ten to fifteen days post op a vaginal hysterectomy the patient was presented to the hospital with abdominal pain. The patient was admitted and taken to the or for an additional procedure. The surgeon found that the bowel had a possible thermal burn and was leaking; a temporary colostomy was performed to allow the bowel to heal. There was little information about the case and the patient available at this time. No blood products were confirmed to be required; no confirmation on the degree of burn were discussed. They did state the patient is now stable. The surgeon confirmed the original surgery went as planned and the device used in the procedure had performed properly. Device was discarded after the procedure at the account. Additional information: patient had vaginal hysterectomy on (B)(6) 2010 using enseal. Ob/gyn did surgery and resident assisted. Pt perfect candidate with technique used due to locate of uterus etc. Went home in normal time. All went well at time "text book" procedure. Pt returned 4 days later and with abdominal pain (thought it was an illius), went to surgery on (B)(6) 2010. Found thermal injury to the bowel. Thermal burn approximately 10 inches away from the terminal ilium was were burn was. One - 2 cm. Brought out of pelvis and work was done for a loop ileostomy. Resection and temp colostomy. Surgeon and resident both stumped how this could have happened. No device malfunction, in their opinion, in any way during the procedure. No evidence of equipment malfunction during the procedure; generator checked after procedure and no issues found. Additional patient information: not a lot of adhesions. Straight forward procedure. No peritonitis; nausea afterwards and gi distress (managed) hemoglobin stable. No blood loss.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.